Manufacturer narrative:
On 8/7/2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the device it was observed to be ruptured. It was received in two pieces, within the edge of one of the rupture an area of shell abrasion was noted on it. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device, which resulting in a tear at a later date. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation with mentor memorygel breast implant 225cc and experienced pain in the arm, chest, neck, and jaw and a rupture on the left side post operatively, which was confirmed by a CT scan. As a result, the patient underwent explantation on (B)(6) 2019.